Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2019 the hcp was calling for MRI compatibility guidelines and wanted the pump programmed off. Per the hcp, the patient was in the ICU (intensive care unit) and was too sleepy along with co2 narcosis. The symptoms began early this morning or overnight. The hcp declined the overdose emergency procedures stating that the doctors knew what needed to be done. No further complications have been reported as a result of this event.